Event description:
A monarc sling was implanted to treat stress urinary incontinence. On (B)(6) 2011 it was reported that the patient has experienced "severe and permanent bodily injuries" and "significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.